Manufacturer narrative:
D6a: implant date: (B)(6) 2023. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, conclusion codes of no problem detected and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a suspected infection in the scrotum two weeks after placement. The patient was evaluated through visualization and oozing was observed. The pump was replaced, and an infection was treated with antibiotics. There were no additional patient complications.